Manufacturer narrative:
The following fields were updated due to additional information: d4: catalog # 393222, d4: medical device lot #: 0022541, d4: medical device expiration date: 2023-01-31, d4: UDI # (B)(4). D10: device available for eval yes, d10: returned to manufacturer on: 2021-05-03. H4: device manufacture date: 2020-01-22. H6: investigation summary: one representative sample was received by our quality team for evaluation. The returned sample was subjected to visual inspection, injection leak test, and catheter adapter leak test. The sample passed all inspection and no abnormality was observed. A device history record review found no non-conformances associated with this issue during production of this batch. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the unspecified bd venlon pro safety catheter experienced a catheter that broke/separated from the hub. The following information was provided by the initial reporter: it has been observed lately that the cannulas break quickly and there is an extravasation of the infusion. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past.

Event description:
It was reported that the unspecified bd venlon pro safety catheter experienced a catheter that broke/separated from the hub. The following information was provided by the initial reporter: it has been observed lately that the cannulas break quickly and there is an extravasation of the infusion. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past.

Manufacturer narrative:
Correction: h5: imdrf annex a grid: a0504 leak / splash. A180104 device contamination with chemical or other.

Manufacturer narrative:
H5: imdrf annex e grid: e0504 extravasation.

Event description:
It was reported that the unspecified bd venlon pro safety catheter experienced a catheter that broke/separated from the hub. The following information was provided by the initial reporter: it has been observed lately that the cannulas break quickly and there is an extravasation of the infusion. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd venlon pro safety catheter experienced a catheter that broke/separated from the hub. The following information was provided by the initial reporter: it has been observed lately that the cannulas break quickly and there is an extravasation of the infusion. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past.